Event description:
It is reported that the liner would not seat in the cup. The surgeon had to utilize a smaller liner. A small amount of micro motion was noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.